Manufacturer narrative:
A field service engineer (fse) was onsite and did not observe or reproduce a leak. The fse found that the instrument was not reporting out differential (diff) results and "flow cell clogged" error messages had been generated. The fse cleaned the flow cell to remove any protein buildup which resolved the issue of the diff results not being reported and the "flow cell clogged" error messages. The instrument ran without errors and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 70ml from under a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and a "flow cell clogged" error message was observed at the time of the event. The customer was running latron when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.